Event description:
A biotronik pacemaker that was implanted and was seen back for wound check in 1 week with normal function but also seen six weeks later due to patient symptoms and was not able to be interrogated with numerous attempts and tech service involvement. It also stopped communicating with the home-monitor about a week ago. Likely random component failure but hard to say this device was just released about 6 months ago. Biotronik edora 8 dr-t pro MRI.